Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 42 mg/dl. The customer stated that she forgot to rewind the insulin pump after changing reservoir. Customer treated low blood glucose with glucagon and by discontinuing use of insulin pump. Customer was experiencing symptoms of low blood glucose like weakness and fatigue. Customer was not using auto mode or smart guard feature at the time of low blood glucose event. The insulin pump will not be returned for analysis.